Event description:
It was reported that the patient was unable to increase stimulation with their programmer. An out of regulation (oor), elective replacement indicator (eri) and ¿call your doctor¿ messages were displayed. X-rays and impedance testing was performed and a short circuit was found. The implantable neurostimulator (ins) was replaced due to depletion from an internal short. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device had reached ¿normal end of life¿ with okay telemetry and output. ¿no anomalies were observed with the battery. All current drain values were within specification. Normal impedances were measured on all circuits and electrode pair combinations.¿

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, lot # serial# unknown, product type: extension. (B)(4).

Event description:
Additional information reported the patient was ¿doing very well¿ and was ¿receiving effective therapy¿ at the time of follow-up.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.